Event description:
It was reported that an error code l3-033 occurred during a breast biopsy procedure. The probe was replaced and the same error occurred. A third was tried with the same result. The case was aborted and the pt is being re-scheduled. The holster is being returned for repair. The case was re-scheduled, and there was no pt consequence.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the connector between the power cable assembly and the flex circuit had corrosion, and was causing errors. To correct the issue, the site replaced the power cable assembly and the flex circuit. Two drive shafts and two bushings were replace due to contamination, and the bottom motor mount was damaged during disassembly and was replaced. Per the service manual, performed service tests with the unit passing all tests. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.